Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected drive line issue was confirmed during the evaluation of the returned segment from the heartmate ii lvas. Additionally, external jacket damage as well as separation of the drive line bend relief from the metal connector were confirmed through this evaluation. The submitted log files showed multiple pump stops and drops below the low speed limit from (B)(6) 2019 at 12:09:06 am through (B)(6) 2019 at 6:46:49am. All of the captured events occurred while operating on the power module. There was a no external power alarm recorded on 18dec2019 at 11:26:56 am due to both power cables being disconnected simultaneously. No other unusual events were recorded the approximately 18" segment of drive line replaced by technical services was returned for evaluation. Examination of the drive line revealed a tear in the silicone jacket approximately 0.5¿ from the controller connector. Additionally, separation of the drive line bend relief from the metal controller connector of the drive line was observed. There was no visible damage to the bionate. Visual inspection revealed some breakdown of the braided shield adjacent to the controller connecter as well as approximately 2.5¿ from the controller connector. Visual inspection of the drive line revealed damage to the insulation of the orange wire approximately 1¿ from the controller connector. The remainder of drive line was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that could have contributed to an electrical short. The breach in the insulation of the wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. If the exposed conductor contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported pump stoppage events. Separation of the drive line's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas IFU states ¿at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times.¿ the IFU and hmii lvas patient handbook also address all system controller alarms (including no external power alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had 3 low speed advisory alarms. Patient stated he felt lightheaded during and immediately after each alarm; had low speed and low flow alarms with syncope. Vad coordinator (vc) requested the patient to check the last 6 non-transient alarms on the pocket controller (pc), but the patient was unable to access this function and the patient lives 8 hrs from the hospital. Recommended to vc to have patient go to local hospital and have them access last 6 alarms and determine if the patient should be transferred to the university hospital; suggested that the patient be maintained on battery only, as this could be a potential short to shield or phase to phase. Instructed the vc to send event logs and drive line xrays and call the heartline for an expedited analysis. The log file analysis showed multiple low speed, low flow, and pump off events starting on (B)(6) 2019. These issues only appeared to be occurring while the vad is connected to the mobile power unit (mpu). The x-rays were done and sent for analysis. The image of the internal portion of the drive line was unremarkable. Technical service was on site to perform a drive line repair on 17dec2019 approximately 2.5 inches from the exit site. Replaced about 22 inches of the drive line. There were no immediate alarms after the repair when attached to the regular grounded cable. The excised percutaneous lead was shipped by the customer for urgent analysis. Patient was switched back to the ungrounded cable and will remain attached to it until analysis received. On 18dec2019, additional log files were sent for analysis. When switching patient from battery to the grounded cable, the controller began alarming ¿power disconnect¿. The alarm remained even when patient was fully connected to the grounded monitor cables. The log file contains data from pre-driveline repair and during the drive line repair on 17dec2019. The log captured double power cable disconnect during the power change at (B)(6) 2019. There were no other unusual events seen within the log post drive line repair. No further information was provided.